Event description:
It was reported that during a system implant procedure, this right ventricular (rv) lead required multiple repositions due to high threshold measurements. Mid-procedure, the patient's blood pressure and monitoring stats crashed. The rv lead was placed mid-septum and the physician was able to drain 1l of blood and remove a clot. However, the rv lead dislodged. Because the patient is pacemaker-dependent, a temporary pacing wire was used. The physician explanted and exchanged this rv lead and the procedure was completed. However, when the patient was going to be transferred, their stats crashed again. A sternotomy was performed and additional excess blood and clot was drained. A rv lead perforation site was noted at the apex of the heart which was successfully closed. The patient was stable with no additional adverse effects. The replacement rv lead remains implanted, it is unknown if this rv lead will be returned for analysis and is currently retained at the healthcare facility.